Event description:
Pt called to report that she was hospitalized for 5 days in ICU on an insulin drip. While no specific blood glucose testing or insulin dosage history was reported, she stated that had been giving her herself insulin boluses and manual insulin injections without significant blood glucose decrease. She tried three different pods at different infusion sites with the same result. She stated that the endocrinologist from the hosp told her that the pdm was the issue after he checked it with an active pod that was not placed on her body. The pt did not know how the endocrinologist checked the system and came to this conclusion. Insulet recommended to the pt that she review her pdm settings with her physician.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the pt's hyperglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." It cautions "the suggested bolus calculator will display a suggested bolus dose based on the settings you have programmed into the pdm. Check with your healthcare provider before using this feature or adjusting these settings." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating for hyperglycemia, it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."